Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Manufacture date - unknown due to the lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 7fr pinnacle sheath leaked while a 5fr boston pigtail and 0.018 wire were in the device. The doctor sutured the sheath into the patient, and it did not leak after afterwards. The blood loss was greater than 250cc and the patient required a one-unit blood transfusion. The procedure being performed was a transcatheter aortic endovascular replacement. The patient was reported to be in stable condition. The procedure outcome was successful.